Event description:
The customer reported that upon waking and checking her pdm, she noticed a "black splotch" in the lower left-hand corner of the lcd which took up about one-third of the screen, making it "unreadable". She claimed that the pdm had neither been dropped nor crushed. At the time of the event, her bg were high (339mg/dl) and as a result she needed to visit her md's office. No further information was able to be obtained as the customer abruptly ended the phone call. The pdm will be returned for evaluation.

Manufacturer narrative:
The evaluation of the returned pdm revealed evidence of an "impact area" on the lcd screen which resulted in the damage noted in the report. Although it cannot be confirmed, the impact area was likely the result of the user dropping the pdm or bumping the lcd screen into a hard surface; the cause of the damage is considered to be from "user error" and not from any manufacturing deficiency of the device. Using a pdm with a damaged lcd screen could impair the user's ability to properly monitor bg levels. The omnipod user's guide instructs user's to carry a back-up device to monitor bg's. Since the customer in this report ended the call, it is unknown whether or not a back-up bg meter was able to be used.